Event description:
Per the physician, the patient¿s fixture failed to osseointegrate and came out during the post op visit while trying to remove the healing cap. Explant and reimplantation is planned, but had not taken place at the time of this report (B) (4).

Manufacturer narrative:
(B) (4).

Event description:
After a few weeks of implantation, this pacemaker was explanted for an infection.

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with a new device on an unknown date.(B)(4)

Manufacturer narrative:
(B)(4).